Event description:
It was reported that this right ventricular (rv) lead, exhibited high thresholds and loss of capture (loc) with greater than 2 seconds of asystole. The physician agreed to increase outputs to compensate. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).